Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received five appropriate anti-tachycardia pacing (atp) episodes, however the arrhythmia was not converted. The atp accelerated the rhythm from ventricular tachycardia (vt) to ventricular fibrillation (vf) and a shock was delivered which successfully converted the arrhythmia. Boston scientific technical services (ts) was consulted and discussed programming options. The cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.